Manufacturer narrative:
An event of chest pain and atrial fibrillation post-procedure while in recovery, and device embolization was reported. Information from field indicated that the embolized device was removed from the patient via open-heart surgery. A returned device assessment could not be performed as the device was not returned for analysis. Based on cine review, the roman helmet shape of the device was observed as reported in the event, but it was also notice that the device seemed too proximal and with a small protrusion outside the laa. After release, the device had moved from its original position and was almost outside the laa with a flat configuration. The cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant, using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was noted to have a difficult, funnel-shaped left atrial appendage (laa). Trans-oesophageal echocardiogram (toe) and fluoroscopy were used during the procedure. The orifice was measured as 28mm, the landing zone proximal was 31mm, and the distal landing zone was 23mm. The left atrial pressure was 18mmhg. The device was determined to be too small for the appendage. The device was removed and replaced with a new 34mm amplatzer amulet left atrial appendage occluder. During implant the device was determined to be too large for the appendage. The device was removed and replaced with a new 28mm amplatzer amulet left atrial appendage occluder using a new 14f amplatzer torqvue 45x45 delivery sheath. The device was noted to have a roman helmet-shaped compression. The device was implanted successfully. Post-procedure, while in recovery, the patient presented with chest pain and atrial fibrillation. Transesophageal echocardiography (tee) showed the device had embolized and was stuck in chordae in the mitral valve. The device was removed from the patient via open-heart surgery. The patient status was hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information/ na.